Event description:
A leveen superslim electrode was being used for therapeutic ablation in 2005. The first puncture was performed through the right intercostal space with first and second ablations occurring over a peroid of 18 mins. The puncture was changed to the s7 posterosuperior segment with a third and fourth additional ablation over a period of three mins iwth the needle half-deployed. When the cannula was removed following the fourth ablation, the insulation had come off from the cannula.